Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call, the insulin pump had alarmed pump error. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device, revert to back up plan, and return the device for analysis.

Manufacturer narrative:
The insulin pump was received with software error detected alarm found in the insulin pump history due to software error however, passed functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had a fading serial number label.